Event description:
Pump declared a cartridge change error, which did not adversely impact the customer's blood glucose level. Customer removed the cartridge to inspect and found the o-ring was not in place and undamaged. With assistance from technical support, the customer filled a new cartridge, inspected the pneumatic tap area, cleaned it, and successfully loaded the cartridge onto the pump, allowing the customer to resume insulin delivery. Technical support advised the customer that they are available 24/7 for any future assistance needed.